Event description:
It was reported that the ipg was not holding a charge and would only charge up to two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital disposal policy.